Event description:
Catheter inserted in premature infant on 8/24/96. Cahteter noted to be leaking fluids within next 12-24 hours, and replacement of catheter was required. At time of replacement, catheter was found to have a slit in it. Baby was receiving tpn and lipids. Potential for multiple problems, including pneumothorax or hemothorax. Had problem continued for an extended period.